Event description:
Initial results for three patient creatinines were 18, 24 and 26 mg/dl. When repeated, the results were within the normal range. The incorrect results were not reported. The field service rep found a defective valve and repaired the instrument by replacing the valve.